Event description:
It was reported that the inner sheath, for 26 fr. Outer sheath ceramic tip is broken. The issue occurred during preparation for use. There were no reports of patient harm

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event caused by a component failure of the ceramic tip (insulation beak). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.